Event description:
As reported by the edwards (B)(6) affiliate, during a transapical transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve was performed. The devices were prepped per manual. Wire lumen flushing and balloon lumen de-airing were able to be performed. When the certitude delivery system was attempted to be advanced, after placing the safari wire, it could not be advanced. When the operator flushed the wire lumen, the balloon seemed to expand. As the delivery system could not advance, the wire was cut. The procedure was completed with a new set of devices. After the procedure, it was found that during de-airing the balloon expanded when the wire lumen was flushed. No adverse event occurred.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during a transapical transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve was performed. The devices were prepped per manual. Wire lumen flushing and balloon lumen de-airing were able to be performed. When the certitude delivery system was attempted to be advanced, after placing the safari wire, it could not be advanced. When the operator flushed the wire lumen, the balloon seemed to expand. As the delivery system could not advance, the wire was cut. The procedure was completed with a new set of devices. After the procedure, it was found that air kept coming up through the balloon lumen and the balloon expanded when the wire lumen was flushed. No adverse event occurred.

Manufacturer narrative:
The 26mm certitude delivery system was returned for evaluation. During visual inspection, the guidewire lumen braiding was observed unraveled, protruding through the nose tip. An x-ray of the device did not reveal any damage to the guidewire lumen or any other abnormalities. The delivery system was disassembled to remove the guidewire lumen from the steering tube. A tear and abrasions were observed on the proximal end of the guidewire lumen. Damage to the distal guidewire lumen was observed. The cut guidewire was able to be separated from the removed guidewire lumen. Abrasions were noted on the proximal end of the guidewire. Upon receiving the device, engineers were unable to remove the guidewire from the nose tip. An attempt was made to inflate the balloon through the attached 3-way stopcock but was unsuccessful. Leakage was observed through the nose tip and guidewire lumen port on the handle. After decontamination, the guidewire lumen was flushed and leakage was observed from the balloon port. The engineers again tried to inflate the balloon but was unsuccessful. The balloon partially inflated but leakage was observed through the nose tip. Due to the condition of the returned device, no dimensional testing was performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to delivery system leakage and/or difficulty advancing over the guidewire. During manufacturing of the certitude delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. During system preparation, visually inspect all components for damage. Ensure the delivery system is fully unflexed. Prime and flush the introducer and sheath with heparinized physiological saline solution. Wet the length of the introducer and sheath. Insert the introducer fully into the sheath. Unscrew the loader cap from the loader and flush the loader cap with heparinized physiological saline solution. Place the loader cap onto the delivery system with the inside of the cap oriented towards the distal end. Flush the extension tubing and connect it to the delivery system. Partially fill a 50 ml or larger syringe with diluted contrast medium, and connect to the extension tubing. Fill the inflation device with 20 ml of diluted contrast medium, lock the inflation device, and connect to the extension tubing. Close the 3-way stopcock to the inflation device. De-air the delivery system using the luer lock syringe. Leave zero-pressure in the system. Close the 3-way stopcock to the luer lock syringe. Remove 3 ml liquid from the delivery system by turning the knob of the locked inflation device. Keep the inflation device in locked position until crimping the thv. During certitude delivery system insertion, the loader should first be inserted into the sheath. Advance delivery system over guidewire. Engage loader fully into sheath until the loader clicks. Advance the thv past the hemostatic valves of the sheath into the larger proximal end of the sheath. Placement of the crimped thv in the larger diameter proximal portion of the sheath will allow for easier de-airing of the loader. Make sure to keep a firm grip on the sheath for support while engaging the loader. De-air loader by tapping lightly on the sheath housing to release air bubbles (do not use metal instrument). Lightly depress the single button valve on loader to de-air. Make sure bubbles release to the proximal end of the loader before aspirating. Advance the thv and delivery system through the sheath into the native valve. Use pigtail to identify the level of the aortic annulus. Resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. To prevent possible leaflet damage, the valve should not remain in the introducer sheath for over 5 minutes. High push force through the sheath may be experienced. Use short movements when advancing delivery system. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were confirmed, no corrective/preventative actions are required. The difficulty advancing the delivery system on the guidewire and leakage were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of complaint history and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As no issues were reported out of box, it suggests the delivery system was prepared successfully, such as flushing and de-airing of the delivery system. Successful preparation prior to advancing the system along the guidewire indicates that the source of the leak was not related to a manufacturing defect. Per the description, ''when certitude delivery system tried to advance after placing safari wire, it could not advance. When the operator flushed the wire lumen, balloon seemed to be expanded.'' Investigation of the returned device revealed that the guidewire was cut and a portion remained within the delivery system, extending past distal end of the delivery system through the nose cone. A strand of unraveled guidewire lumen material was observed to be protruding through the nose tip along with the guidewire. Once the guidewire was removed, abrasions were observed on the distal portion. It is possible that use of a damaged guidewire or use of excessive manipulation of the guidewire may have caused the distal portion of the guidewire lumen adjacent to the nose tip to become became damaged and partially unraveled. This may have resulted in the unraveled guidewire lumen to become tangled inside the nose tip and wrap around the guidewire, causing resistance and resulting in the reported inability to advance the delivery system along the guidewire. Damage to the distal portion of guidewire lumen adjacent to the nose cone was observed. Additionally, a tear and other damage along the proximal portion of the guidewire lumen inside the delivery system handle was also observed. It is possible that excessive manipulation of the guidewire and/or delivery system during advancement may have been required to overcome the observed resistance, which may have resulted in the observed damages to the guidewire lumen. Such damages to the guidewire lumen can result in leakage upon flushing or balloon inflation. Without the applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (use of a damaged guidewire, excessive manipulation, damaged guidewire lumen) likely contributed to the complaint event.